Event description:
It was reported that, during a total hysterectomy laparoscopic procedure with robot support, a bipolar maryland forceps exhibited abnormal operation, including a sense of delay and mismatch between the controller and jaw movement, during treatment of the round ligament of the uterus. After the forceps were removed outside the body cavity using a broken instrument protocol, a crack was observed in the insulator part. The issue was resolved by using an alternative forceps, and the procedure was completed. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.